Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Neurological dysfunction is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from the site that patient presented with acutely altered mental status on (B)(6) 2016. Yesterday, she was walking with physical therapy and started shaking, causing her to fall backwards. She contacted her head but did not lose consciousness. Later in the day she became more altered; did not eat dinner; and was difficult to arouse. She was transferred for bipap and more intensive management to another facility and symptoms resolved soon after admission on bipap on (B)(6) 2015. No additional information available.